Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient was escalated from a cp to a 5.5. During support it was noted that there were suction alarms and the patient received 500 albumin for low volume in addition to fluids. It was also noted that the patient went to surgery for mitral valve and coronary artery bypass graft. Which the patient had large bilateral pleural effusions and pericardial effusion. Chest was opened and the patient had significant inflammation that was referred to dressler syndrome. 400ml bloody pericardial effusion was drained in addition to the bilateral pleural effusions. Myocardium was very inflamed and it was decided to abort the CABG and only operate on the mitral valve. Surgical mode utilized after antegrade cardioplegia. The valve was replaced. The heart was de-aired and clamp removed. There was a large amount of blood in the chest. The physician mentioned he saw the impella outside of the left ventricle and pulled back the impella 5.5. They repaired with large felt plegetted suture. They reassessed and noted that the impella was no longer across the valve. Several attempts were made to re-cross the valve without success. Impella 5.5 was removed from the body. It was noted that the patient did not required support post cp as the patient was doing well.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Cardiac perforation/pericardial effusion: the cause of the injuries was not determined due to insufficient clinical details. Positioning issues: upon advancing the pump, the patient's anatomy had sharp turn from subclavian into aortic arch. The product was not returned for investigation. The cause of the positioning issue was determined to related to the anatomy of the patient, as clinical mentioned the patient's anatomy had a sharp turn from the subclavian into the aortic arch. Pump suction: the product was not returned for investigation. Data log review confirmed suction alarms occurring in the case. Prior to the first alarm, placement signal had a very slight tend downward. Suction alarms suspended for over 12 hours once the patient received volume and albumin, and placement signal briefly increased, but suction started occurring again later on the second day. Around that time, left ventricle (lv) perforation was reported, which likely contributed to volume issues, causing suction. Placement signal was seen trending down again at this time. There were no spikes in motor current observed. The cause for the pump suction was most likely related to the patients condition, as clinical reported the patient had volume issues and an lv perforation which also likely contributed to decreased volume in the heart. Device history review: the device passed all the post sterile inspection checks.